Event description:
It was reported that the event occurred while in the cath lab. The md attempted to insert the prepped intra-aortic balloon (iab) per instruction, through the teflon sheath via right femoral artery. The iab got stuck in the sheath. As a result, the iab was removed only. A new iab was prepped per instruction and a second attempt was made through the same sheath and insertion site successfully. No medical/surgical intervention was needed. There was no delay or interruption in therapy noted. No report of pt death, complications or injury. The pt outcome is good.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.